Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The device was not returned for investigation. Data confirmed the low flow when pump started and remained to the rest of the case that triggered auto suction response & suction alarms. The root cause of the low flow was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
The user facility reported that the operators were unable to increase support levels beyond p4 due to persistent suction alarms. Support continued at the reduced level until planned explant. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: